Event description:
Related manufacturer number: 1627487-2022-03405; 1627487-2022-03406. It was reported the patient experienced an infection and a fractured lead at an unknown date. In turn, the entire system was explanted at an unknown date. Additional information received indicate replacement procedure took place on (B)(6) 2022 to restore therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.